Event description:
The patient experienced a lack of therapeutic effect in her foot after a fall in (B) (6) 2010. She also noted that her lead broke (4th electrode) as a result of the fall. Reprogramming was attempted. Follow-up information from the company representative indicated there may have been high impedances seen on lead 3 when checked in (B) (6) 2010. It was noted that the patient only had 4-electrode cervical lead implanted and she was getting stimulation coverage from her neck to her feet. Her physician was going to speak with the patient regarding possibly having a thoracic lead placed. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).